Event description:
It was reported that during a pulsed field ablation procedure, after the pulmonary vein isolation (pvi) was completed the slide control knob of the catheter could not be advanced when attempting to retract the catheter into the sheath. It became difficult to retract the catheter into the sheath. By applying greater force than usual to the slide control knob in the direction of the array and pulling the catheter outward. The catheter than was successfully retracted into the sheath and removed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath. Product event summary: the pscc100 pulseselect catheter with lot 0012867160 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment an exposed electrode wire was observed and an inverted array was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the spiral array segment, an exposed electrode wire was observed. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter failed the returned product inspection due to tangled electrode wire(s) in the shaft region, an exposed electrode wire in the spiral array, an inverted spiral array, and a dislodged nitinol array wire from the dual lumen in the spiral array area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.